Manufacturer narrative:
Investigation pending.

Event description:
The customer called alere reporting that they received four error messages when testing on the triage system with no patient results displayed. Upon follow up with the customer to obtain additional information, the customer provided the following: on (B)(6) 2016, the patient arrived at the emergency room with an atypical chest pain, congestion, and pain in the arm. The patient was immediately transferred to internal medicine, where she arrived with cardiac insufficiency, acute respiratory failure, hypertension, arthrosis, smoking history, and septic shock b stage. The patient was diagnosed with pneumonia and immediately transferred to the intensive care unit (ICU) with an oxygen saturation of 70. Ventilation was performed on the patient. The patient's sample was sent to the laboratory for testing. At 8:00am, the customer attempted to run the serum sample on four triage cardiac panel tests and received an internal qc out of range error message each time. The patient's health deteriorated and ten minutes of electrical activity and thirty-five minutes of ventricular fibrillation were conducted. The patient had died at approximately 10:00 am due to an acute myocardial infarction (ami) before a second sample could be collected. The customer did not allege any relationship between testing on the triage system and the patient's death. Additional information is being requested from the customer, however, is not available at this time.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The customer's complaint was not replicated with in-house testing of retain lot w61892rd. Whole blood and plasma samples were tested and no error codes were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A review of the batch record for triage cardiac panel lot w61892rb showed no error codes at final release. There is no evidence that the death of the patient was related to use of the triage system. Additionally, a device deficiency cannot be substantiated. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Additional information and corrections: the corrections below were made to reflect new information which indicates the death of the patient was not related to use of the triage system. Updated to remove the selections of adverse event and product problem from "adverse event or product problem." Updated to remove the selections of death, life-threatening, and hospitalization - initial or prolonged from "outcomes attributed to adverse event." Updated to change the date of event from (B)(6) 2016. Updated to change the date of this report from 12/30/2016 to 12/27/2016. Updated to remove the selection of death from "type of reportable event." (B)(4).

Event description:
On (B)(6) 2016, the patient arrived at the emergency room with an atypical chest pain, congestion, and pain in the arm. The patient was immediately transferred to internal medicine, where she arrived with cardiac insufficiency, acute respiratory failure, hypertension, arthrosis, smoking history, and septic shock b stage. The following is a list of diagnostic impressions provided in an update by the facility: acute respiratory insufficiency, community-acquired multilobular pneumonia with criteria of severity, decompensated stevenson b ckc, osteoarthritis by hc, hta by hc, septic shock of pulmonary origin, exacerbated epoc a1, and active smoking. The patient was diagnosed with pneumonia. A chest x-ray showed a consolidation in the middle lobe of the right lung. The patient was immediately transferred to the intensive care unit (ICU) with an oxygen saturation of 70. The patient was reported as having hemodynamic instability and severe hypoxemia in the ICU. Ventilation was performed on the patient. A sample was drawn from the patient in an edta k2 anticoagulant tube and was sent to the laboratory for testing. At 8:00am, the customer attempted to run the whole blood sample on four triage cardiac panel tests and received an e1 internal qc out of range error message each time. The sample was then centrifuged and the customer attempted to run plasma. An additional e1 internal qc out of range error message was received. The patient's health deteriorated and ten minutes of electrical activity and thirty-five minutes of ventricular fibrillation were conducted. The patient had died at approximately 10:00am due to an acute myocardial infarction (ami) before a second sample could be collected. During the hospitalization, an EKG was requested for the patient but is not contained in the patient's medical report. A laboratory heart enzymes was also requested but does not appear in the medical report. Of note, prior to this patient, a sample from another patient was tested using the triage system with normal results. Additionally, after this patient, a sample from another patient was tested using the triage system with normal results. The customer does not allege any relationship between testing on the triage system and the patient's death. The physician and bacteriologist who tested the triage system did not notify the (B)(4), as they believed the outcome was due to the patient's critical health condition.